Event description:
It was reported that this right atrial (ra) lead had high impedance measurements due to a fracture. The lead was turned off due to the patient was exhibiting chronic atrial fibrillation (af). The lead remains implanted. No additional adverse patient effects were reported.